Event description:
It was reported that a patient, (B)(6) year old, female, underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history is unknown. During the procedure, a pericardial effusion was discovered when the patient complained of chest pain. The pericardial effusion was confirmed by an intracardiac echocardiography (ice). A pericardiocentesis was performed. Upon request, additional information was provided on the event. The event was discovered post-use of biosense webster products, during the waiting period of the procedure. The patient¿s diagnosis is right ventricular outflow tract premature ventricular contraction - ventricular tachycardia. No transseptal puncture had been performed. They performed 40 seconds of ablation per lesion. The power was not titrated during the ablation. There were no other factors that might have contributed to the event. No error messages were present on the bwi products during or post ablation. The patient did receive anticoagulation. However, the act times are unknown. The patient did not require extended hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion is that he does not think force was the issue for the perforation. Settings during the event include: flow 30ml/min.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).